Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the interrogation of the implantable cardioverter defibrillator (ICD) device showed no information. Parameters, counts, and patient data could not be seen. A power on reset (por) was suspected. Diagnostic testing and troubleshoot could not be done. Currently, the device remains in use. A replacement procedure was planned. No patient complications have been reported as a result of this event.